Event description:
During service by baxter technicican, the device failed accuract test with under delivery. The hosp rep. Stated they ahve no record of any pt incident involving the pump since the last baxter service event.